Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The probable cause of the e103 error is as follow: it is assumed that an event occurred in which the lighting component (igniter board) of the light source unit could not temporarily turn on the xenon lamp due to the use of an external lamp for the device in question and the amount of light was out of specification. Or, because lamp is running out of life, it sends e103 information to the video processor and assumes that the video processor was temporarily displaying e103 errors on the monitor. The probable cause of the lamp being an external product, and the light intensity out of specification is as follow: it is assumed that the amount of light was out of the standard because users did not notice (or ignore) the description on IFU and implemented lamp other than our recommended products (non-specified products). The instructions for use (IFU) states: never install a lamp that has not been approved by olympus. The use of a non-approved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. Olympus will continue to monitor complaints for this device.

Event description:
It was further reported that the problem was first identified during preparation for use, prior to an unknown diagnostic procedure.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of e103 error code was not confirmed. However, the old version main switch requires an upgrade. Furthermore, a non-olympus lamp life meter was reading below 50 hours and the light output was out of range. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported that an e103 error message occurred on the evis exera iii xenon light source. There was no patient involvement, no harm or user injury reported due to the event.